Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was ¿a black foreign object inside¿ two (2) homechoice cassettes. This was identified before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: two (2) actual devices were received for evaluation. A visual inspection with the naked eye noted one black embedded particulate matter (approximately 0.09 sq mm) inside each of the welded cassettes. An embedded particulate matter (pm) less than 0.3 sq mm is within the product specification requirement. An underwater pressure test was performed with no issues noted. Functional test (self-test and priming) was also performed with no issues noted. The reported condition was verified; however, the product met specifications. Only pm that is mobile and within the solution or solution path will have the potential to induce pm related harm. After consideration of potential harms and worst-case scenarios, this issue may result in insufficient therapy if the embedded pm is large enough that it reduces the flow of the peritoneal dialysis (pd) solution. As pd therapy is often prescribed as a chronic therapy, it is unlikely that an isolated transient loss of therapy would result in a clinically detectable or significant harm were it to recur. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.